Event description:
The patient's defect measured 4mm by angiography so an 8/6mm amplatzer duct occluder (ado) was attempted. Initially, the ado appeared well-positioned but since a small shunt was observed, the physician waited 15 minutes before releasing the ado to verify placement. A few seconds after the ado was released, it embolized to the right branch of the pulmonary artery. Attempts to snare the ado using a 20mm and 5mm snare and biopsy forceps were unsuccessful. About eight hours later, the patient was referred for surgery to retrieve the ado and repair the defect. No adverse patient effects were reported.

Manufacturer narrative:
No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.